Event description:
During a prodisc-c arthroplasty, the hinge above the post portion of the retainer broke. The surgeon was unable to put compression/distraction on the device as needed for the procedure and tried to do it in the neutral position. The implant went in fine and patient is reportedly fine. The procedure was delayed about 10 minutes while the surgeon retrieved the broken piece. Procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing between (B)(4) and was found to be good. There were two ncrs created about a sticking and cracks in the instruments. These non-conformances have no bearing to this complaint condition.